Event description:
Cautery tip, which can be bent to better access tissue, was not bent at the time of breakage. During surgical procedure, the tip broke. Cautery tip, made by conmed, was supplied in pre-packaged abdominal pack. This breakage occurred 4 times, with 4 different surgeries, over two days. Tips with the same lot number were removed from the packs with no further occurrences.